Event description:
It was reported that during a da vinci si gastroplasty (gastric banding) procedure, the fenestrated bipolar forceps instrument was misaligned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grips tips is bent, causing side-to-side misalignment of grips. There was a .045 offset at the tips. The bent grip has separation of the yaw pulley and the pulley cover at the glue joint, indicating likely overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also found that the instrument pitch cable was frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments: do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.